Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the personal computer (pc) could not communicate with tera term. It was reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) and the customer went over the tera term setup and it was verified that the setup was correct. The rse advised that the rs232 to 9 pin serial cable could be faulty. The customer then requested the replacement of the cable.

Manufacturer narrative:
Per a good faith effort (gfe) response received, the customer replaced the rs232 to 9 pin serial cable to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.